Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the surpass evolve device was returned. A microcatheter was returned. The stent was removed from the catheter hub. Blood was noted in the catheter hub. The stent was fully opened but deformed with frayed edges. The stent delivery wire sdw was kinked/bent at the distal end. The introducer sheath was removed from the sdw. The stent introducer sheath was intact. Functional inspection was not applicable. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿the physician first flushed an evolve 5.0x40 stent, then successfully delivered it to the target location and began deploying the stent. After more than half of the selected 5.0x40 evolve stent had been deployed, it failed to expand further. Despite repeated adjustments, including increasing or decreasing tension, the physician was unable to continue deploying the stent, which appeared to be in a kinked state. After multiple unsuccessful attempts, the physician withdrew the stent microcatheter along with the stent from the body and abandoned its use. Subsequently, the physician replaced it with a new stent microcatheter, selected a 5.0*30 evolve stent, and successfully completed the procedure¿ "the operator intended to withdraw the stent out of the body for inspection. During the withdrawal process, approximately 5 mm of the distal end of the stent was inadvertently partially deployed within the hub of the catheter (rest in shaft). The stent-pushing guidewire disengaged from the stent and was withdrawn out of the body, rendering the stent unusable for further procedures". Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, there were no anomalies noted to the stent delivery system prior to use and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The surpass evolve device was returned. A microcatheter was returned. The stent was removed from the catheter hub. Blood was noted in the catheter hub. The stent was fully opened but deformed with frayed edges. The sdw was kinked/bent at the distal end. The introducer sheath was removed from the sdw. The stent introducer sheath was intact. It should be noted while continuous flush was maintained throughout the procedure, the catheter hub was returned covered in dried blood, which would indicate the flush was not sufficient to prevent retrograde blood flow into the microcatheter and this may have contributed to the reported event. It is most probable that the tortuosity of the patient resulted in the failure of the stent to open despite repeated adjustments, and on the attempt to remove the device the stent and sdw was damaged and unintentionally deployed in the catheter hub. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿, 'stent deformed', 'stent failed/unable to deploy' and ¿stent deployed prematurely during use¿ and as analyzed defects ¿stent deployed prematurely during use¿ , stent deformed' and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a left internal carotid artery ica posterior communicating artery segment aneurysm densely meshed stent placement procedure, the physician first flushed the subject stent, then successfully delivered it to the target location and began deploying the stent. After more than half of the stent had been deployed, it failed to expand further. Despite repeated adjustments, including increasing or decreasing tension, the physician was unable to continue deploying the stent, which appeared to be in a kinked state. After multiple unsuccessful attempts, the physician withdrew the stent microcatheter along with the stent from the body and abandoned its use. The operator intended to withdraw the stent out of the body for inspection. During the withdrawal process, approximately 5 mm of the distal end of the stent was inadvertently partially deployed within the hub of the catheter (rest in shaft). The stent-pushing guidewire disengaged from the stent and was withdrawn out of the body. Subsequently, the procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.